Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: non-amo lens sa60wf.060, serial number (B)(4); non-amo cartridge monarch iii d, lot 32500961. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a non-amo intraocular lens (iol) was injected into the right eye of a (B)(6) year-old female patient using a non-amo cartridge and the amo viscoelastic healon. Reportedly, a large streak of dark material was noticed behind the lens. A sinskey hook was used to tease the material off to the edge of the optic. During the irrigation/aspiration (I/a) procedure the viscoelastic was removed and after a few attempts the material was dislodged and aspirated. Reportedly, a hole was then noticed in the posterior capsular bag. Viscoelastic was injected into the hole and no vitreous was noticed. Heme was refluxing from schlemm's channel which created a hazy view of the anterior chamber but the pupil was round and the lens was centered. A 10-0 nylon suture was used to close the main wound. Subconjunctival gentamicin was administered. Additional information was received and it was learnt that it was unknown which device the debris came from. It was believed the debris came from the (non-amo) cartridge, but was not certain. B-scan (brightness scan) was performed one day post-op and it was observed that the retina was flat and the vitreous clear. No further information was provided.